Event description:
It was reported that a pistol type tensioner discovered in sterile processing would not work properly. A piece of cable in the barrel area of the tensioner area would not pass through the tensioner for tensioning. The event is not related to any specific patient or case, there was no patient involvement. This complaint involves (2) devices. This is for 1 unknown cable. This report is for 2 of 2 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown cable/unknown lot number. Device is an instrument and is not implanted/explanted. A review of the device history records has been requested. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.